Manufacturer narrative:
(B)(4).

Event description:
The physician was having trouble inserting this lead into the pacemaker. They claimed they could not tell if the lead was inserted all the way. The physician tightened this lead in place and the representative tested and appears to be working correctly.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.